Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 31 year old female with peri partum cardiomyopathy/cgs and a pre support clinical state consistent with scai shock stage c underwent placement of an impella cp via the right femoral artery on (B)(6) 2026. On the afternoon of (B)(6) 2026, the patient developed signs of hemolysis, noted by blood-tinged foley output. This occurred shortly after the impella performance level increased from p7 to p9. Based on the available information, the patient experienced hemolysis during impella cp support following an increase in pump performance level. At this time, the relationship of the device to the hemolysis event cannot be determined. A product return is expected, and further investigation¿including device analysis and review of pending clinical data¿will be necessary to assess potential contributory factors. The patient survived explant.

Manufacturer narrative:
Additional information has been provided in d7 corrected information has been provided in d4 (serial) mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.